Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The customer's address is unknown. (B)(6). Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Level a event no DHR or qn review is required. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that 6 unspecified bd¿ insulin syringe with needles were not sharp and difficult to insert into the insulin vials. Additionally, it was reported that past vials "didn't have a hole in them" to allow insulin flow. As reported by the customer, "when we picked up my husbands syringes, we found several that wasn't sharp. When he tried to insert into the insulin vial they would not slide in like they should. It felt like they would tear the rubber seal. He has found six +/- so far that didn't have the smooth pointed point. I took one to the pharmacy where we got them and it was discarded there. I know several were put in our insulin syringe discard jar and we still have two on the counter top. We also found a couple in the past that didn't have a hole in them so no insulin went in them. The bar code is (B)(4). Just thought you should know these fell through the cracks and we were the ones that bought them."